Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose level was 625 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.